Event description:
It was reported that the infuser tubing set was faulty, with one of the ends of the tubing being too long and getting bent and kinking off the flow. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number and h6 - health effects codes: corrected. H6. Evaluation codes: updated. The product was not returned, and two photos were provided by the customer. The photos show a part of one unit box with the same reported part and lot number in the complaint, it was not possible to see the failure mode reported in the complaint. The complaint was not confirmed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.